Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a burn. Other factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue or withdrawing the wand while power is being applied. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a follow up with the patient, the surgeon noticed lip burns from the shaft of the wand.